Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes were received from a surgeon's office indicating that the patient picked at the dermabond at her incision site, causing the generator incision to become erythematous down her entire left breast. The physician administered antibiotics and topical ointment and the erythema resolved. The chest incision healed nicely without sign of infection or hematoma. The device history records for the generator were reviewed and indicated that the generator was sterilized according to specifications. No additional relevant information has been received to date.